Event description:
Product analysis was completed on the returned vns generator and lead. The lot number of the vns lead is 11863. The generator was confirmed to be at end of service as result of normal battery depletion. The depletion was an expected event as determined by the battery life estimate (-0.44 years) and battery voltage measurement. The module performed according to functional specifications. There was no condition noted during the product analysis evaluation that would suggest any anomaly with the generator. Analysis of the lead portion returned identified two single setscrew indentations at the tip end of the connector pin suggesting the lead connector was not inserted completely at one point in time, and may therefore potentially confirm this condition to be a contributing factor for the high lead impedance. The exact point in time of this incomplete insertion condition is unknown. Also, the location of one set of setscrew marks on the connector pin and the scratches from the canted spring observed on the connector ring, suggests proper contact between the pulse generator "+" and "-" terminals and the lead connector respective contact points (connector ring and connector pin) existed at least once. Note that since the electrode array portion was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Other than the above mentioned observations and typical wear and explant related observations, no anomalies were identified in the returned lead portion. Due to the location of the setscrew marks at the tip of the lead pin, it is likely this resulted in the high lead impedance readings when the lead pin was inserted into the new generator. In addition, all diagnostics results historically reflect no device malfunction. A device malfunction is not suspected with the lead.

Event description:
Reporter indicated the patient had vns generator and lead implant surgery performed on (B)(6) 2012.

Event description:
Reporter indicated a patient had high lead impedance during vns generator replacement surgery for generator end of service. High lead impedance was obtained with the new generator and resident lead, ruling out a pin insertion issue and making a lead fracture more likely. The lead body was clipped at the electrode site but a new lead was unable to be implanted due to excessive scarring on the vagus nerve and over the vns electrodes. The old generator and lead body (except the electrodes) were explanted, and no new devices were implanted. The patient will likely have vns reimplant surgery in (B)(6) 2012, but a surgery date has not been set. The patient had no trauma and does not manipulate the vns. No x-rays were performed. The explanted vns lead and generator have been returned and are pending analysis.

Manufacturer narrative:
Suspect medical device, corrected data: the correct medical device is reported. Operator of device, corrected data: the operator of the device is the medical professional. Device manufacture date, corrected data: the correct manufacturer date is provided.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated via the manufacturer's implant card that vns diagnostics with the new vns lead and generator were within normal limits at the (B)(6) 2012 surgery.